Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and power cord. System operates as intended.

Event description:
Customer reported the interconnect cable and power cord are frayed. No pt injury was reported.